Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that the patient returned recently for follow up. The device has migrated due to disease progression. The patient will be referred to another facility intervention. The physician stated that the cause of the event was disease progression in the proximal seal zone. No additional clinical sequelae were reported and the patient is fine.